Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The reported ok button not functioning was not verified during evaluation. Evaluation observed and found the ok keypad button functioned normally however, the exit keypad key was found to be damaged during visual inspection. The cause was determined to be a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue the ok button during preventive maintenance. There was no known patient injury or medical intervention associated with this event. No additional information is available.